Event description:
The customer contact reported a delay in therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition), with a 1600 ml container size and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device alarmed error code 09/019/001 (motor under-delivery). It was reported that at that time, the homecare patient powered the device off. The device was removed from clinical service. The therapy was resumed the next morning using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The customer did not provide an event date, time or programming parameters. A review of the most recent history on (B)(6) 2012 at 1818, a new container was indicated, the delivery was started and taper up began. Between 1823 and 1826, a change battery alarm occurred, the device was powered on using batteries and the delivery was started. Between 1833 and 1931, four 09/019/001 error codes occurred. The next power on was on (B)(6) 2012 using batteries. This report represents all the information known by the reporter upon query by hospira personnel.